Event description:
It was reported that a device data review was needed involving this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a decrease in the device battery suggesting possible premature battery depletion. In addition, it was noted that the patient experienced inappropriate shocks in 2018. A review of the device data by engineering confirmed that the device was exhibiting premature depletion. The device power consumption was increasing a gradual fashion and the device should be explanted and returned for analysis. The device remains implanted and was reprogrammed to the primary sensing vector to mitigate inappropriate shock therapy. Additional information noted that the device was explanted due to premature battery depletion and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Laboratory analysis did not confirm the allegation of an inappropriate shock. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Manufacturer narrative:
This device was explanted and will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that a device data review was needed involving this subcutaneous implantable cardioverter defibrillator (s-ICD) due to a decrease in the device battery suggesting possible premature battery depletion. In addition, it was noted that the patient experienced inappropriate shocks in 2018. A review of the device data by engineering confirmed that the device was exhibiting premature depletion. The device power consumption was increasing a gradual fashion and the device should be explanted and returned for analysis. The device remains implanted and was reprogrammed to the primary sensing vector to mitigate inappropriate shock therapy. Additional information noted that the device was explanted due to premature battery depletion and will be returned. No additional adverse patient effects were reported.